Event description:
The pt experienced shocking/jolting sensations at the ins site. The leads were viewed under fluoroscopy and looked fine. The pt was given lidocaine patches for the site and was to follow-up in a few weeks. A lead revision was possible.

Manufacturer narrative:
(B) (4).